Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing help with the pump settings. Customer also indicated that 4 years ago, he was hospitalized for low blood glucose of 21 mg/dl. Troubleshooting assisted customer with settings and customer indicated that he is waiting to be set up for training with a diabetes educator. No further assistance needed.